Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protector cap of a titanium transfer set was "off" of the spike. This was noticed before installation of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection was performed, and it was noted that the protective pull ring cap had disconnected from the catheter adapter. The reported condition was verified. The cause of the reported condition could not be determined; however, the pull ring cap being dislodged/separated from the catheter could likely be caused during packaging during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.